Manufacturer narrative:
Name and address- street: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an endo-sof aq double pigtail stent migrated "downward" within a patient and did not retain its shape. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: h6: medical device problem code (annex a) . Event description: as reported, an endo-sof aq double pigtail stent migrated "downward" within a patient and did not retain its shape. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of manufacturing instructions and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did provide an x-ray image of the stent within the patient that appeared to confirm that the shape and position of the stent was not retained. Reviews of the device history record and complaint history could not be completed due to lack of lot information from the user facility. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook could not determine a definitive cause of the reported event from the available information. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.